Event description:
After an implantation period of approximately 14 months it was reported that the lead was extracted due to loss of capture in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 29 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. During the visual inspection cuts in the insulation were found which most likely occurred during the extraction procedure. However, in the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.